Event description:
It was reported that a customer experienced a leak in the bottom of the device only a few minutes after initiating therapy. "Perhaps a broken fiber or not potted correctly". The pt lost approximately 5 ml of blood during the ten minutes prior to change out, in addition to whatever was in the device at change out. The pt was off of ECMO for approximately 60 seconds during change out. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100 % functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).